Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the needle fell into the body but was removed without losing sight of it. Note: related events reported via 2210968-2023-08412.

Event description:
It was reported that a patient underwent an unknown laparoscopy procedure on an unknown date and suture was used. During the procedure, after using the device in the body cavity, the surgeon tried to pull the needle-suture out of the 12 mm port and the needle detached from the suture. The needle fell into the body but was removed without losing sight of it. The suture method was continuous suture. There were no adverse consequences to the patient. Additional information was requested.